Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the atp board, ht controller and system control board were replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, the viewing station of the imaging system would not connect when attempting to power the imaging system on for a confirmation image acquisition. It was reported that the imaging system was restarted three times without resolution. It was noted that both the imaging system and viewing station of the imaging system powered on and charging. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: imaging, not navigation was aborted in the procedure. Device evaluation: the suspect atp console and pcb controller were returned to the manufacturer and evaluation was completed. No fault was found in the returned atp console and pcb controller. The parts performed as expected during functional testing, performance testing, and visual/physical examination. The cause of the issue could not be determined.